Manufacturer narrative:
Because the device was not returned to concentric medical, a complete investigation could not be performed.

Event description:
The physician was treating a female patient who presented with a left mca occlusion. The patient was treated 3 hours post symptom onset. The symptoms included acute dysarthria and right hemiparsis. The patient's pre-existing conditions include hypertension and obesity. IV-tpa (9mg), was administered at 2:58 hours and then infusion was given after the groin puncture. The physician used merci microcatheter (14x or 18l) over a transcend 14 microwire (not manufactured by concentric medical). After passing the clot with the microcatheter, the physician noted a perforation in the mca vessel. The physician cut the microcatheter at its junction with the guide catheter and left the microcatheter in the patient. The patient was given aspirin the day after the procedure and was extubated at 48 hours. The patient's clinical outcome includes right hemiplegia/paresis, preserved language, and right hemianopsia.